Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation 3 times today at work while standing using a postage machine. The machine has a motor that was near her chest. Her tremor became worse since the shocking occurred. She did not have her pt programmer with. Add'l info has been requested.